Manufacturer narrative:
Pump passed displacement test, self test and sleep current measurement. Pump was monitored. No blank display noted during testing. Unit successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed low battery alert on 8/11/2021 7:16:46 pm and power loss alarm on 8/11/2021 7:36:00 pm. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alert and power loss alarm were triggered due to moisture damage to the printed circuit board1 board and printed circuit board2. The pump received with high active current due to due to moisture damage to the printed circuit board1 board and printed circuit board 2. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No blank display noted during testing. However, the power management graph confirmed low battery alert and power loss alarm were triggered due to moisture damage to the printed circuit board 1 board and printed circuit board 2. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump was exposed to moisture. Customer stated that the back of the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.